Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 100% stenosed target lesion was located in the severely calcified and severely tortuous vessel in the middle right coronary artery and the 90% stenosed target lesion was located in the posterior descending right coronary artery. After pre-dilating the lesion using an unspecified balloon, a 2.25mm x 16mm promus element plus stent was advanced but failed to cross the lesion and got stuck in the middle right coronary artery. The edge of the stent was lifted. The procedure was completed using a 2.25mm x 20mm promus element plus stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).